Event description:
It was reported that during a bypass procedure, the surgeon used the device on the alimentary limb that was subsequently found to be long loaded and caused a leak. The patient has been back to the theatre and it was repaired laparoscopically but is still on itu. The patient is stable. One device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable.